Event description:
It was reported that during a prostatectomy procedure, the clips would not advance. Some clips were delivered, but after that, device didn't deliver clips anymore. The surgeon used another like device to complete the case. There were no adverse consequences to the patient. One device returning.

Manufacturer narrative:
The analysis results confirmed that the instrument we received was non-functional. The instrument was returned with the cartridge cover broken. No functional testing could be performed due to the condition of the returned instrument.